Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, one cup of the jaws detached and fell inside the patient's stomach. The jaw was retrieved from the patient with a retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additionally, it was reported that the patient was released from the hospital on the same day as the procedure.

Manufacturer narrative:
The patient ID, age, and weight are unknown. Event date is unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).